Event description:
It was reported that the burr stuck in lesion. The patient presented with stenosis. The target lesion was located in the moderately tortuous and moderately calcified artery. A 1.50 mm rotapro and rotawire were selected for atherectomy. The rotapro prepared outside the body and platformed at 170,000rpm. During the procedure the burr became stuck within the lesion despite correct handling. The rotational speed remained above 170,000 rpm, with a maximum of 180,000 rpm, and the deceleration indicator was activated. The burr and rotawire were withdrawn together as a single unit using dynaglide mode. Once outside the patient, the rotawire was successfully separated from the device. Inspection revealed no visible damage to the device. The procedure was successfully completed with another device. No patient complications were reported, and the patient fully recovered.